Event description:
It was reported the patient received the following results within 15 minutes: "997" mg/dl, 169 mg/dl, 163 mg/dl, and 166 mg/dl. The patient alleged a result that was outside of the measurement range on the blood glucose monitor.